Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure, however, a review of the system logs verified the error had occurred. The unit was installed in a test system and after configuring it to the system it came up with no errors and all functions worked normally. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the patient side manipulator (psm) arm 2 would not respond. The intuitive surgical, inc. (Isi) clinical sales representative (csr) instructed the customer to attempt using arm3 and to reboot the system but they experienced non-recoverable error codes. The isi technical support then instructed the customer to power off the system, cycle the breaker, and perform an emergency power off (epo) on the patient side cart (psc) but the issue persisted. After multiple attempts to recover from the errors, the surgeon decided to convert and complete the procedure using traditional laparoscopic techniques. There were no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the dual string pot on the psc as well as the generic cart controller (gcc), due to a count over limit. The gcc is a board in the psc and is designed with a superset of hardware interfaces to function in each configuration.